Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. It was observed from the provided x-ray images that the rod had migrated laterally. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the rod remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible set screw back-out. The patient reportedly had a possible set screw back-out approximately 3 months post-operatively which could have resulted in rod migration. There are no plans to revise at this time. (Related to 3004774118-2018-00043).